Event description:
The product was used during a gastrectomy procedure. Reportedly, the staples did not form properly. The surgeon resected the malformed staple line and applied another device. The hosp has reported the pt's condition as satisfactory.

Manufacturer narrative:
10/29/1997-supplement #1 sent to FDA. Device not available for eval.